Manufacturer narrative:
The insulin pump passed the self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specification. The insulin pump was tested with a test p-cap and no anomalies noted with reservoir tube. The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window noted, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and stained end cap sticker. The belt clip was not returned with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery cap was cracked, display screen was cracked and reservoir was difficult to remove from reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced.